Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced extrusion, urinary and bowel problems, organ perforation, recurrence, dyspareunia, vaginal scarring and bleeding. It was reported that the patient underwent revision of mesh on (B)(6) 2007 along with operative laparoscopy, extensive abdominal adhesiolysis and cystotomy repair due to pelvic pain and exposure of mesh. It was reported that on (B)(6) 2008, the patient underwent laparoscopy, excision of left upper quadrant abdominal wall lipoma and laparoscopic liver biopsy. It was reported that on (B)(6) 2009, the patient underwent biopsy of vaginal vault. It was reported that the patient underwent removal of mesh from bladder, colon and vagina in (B)(6) 2009. It was reported that the patient underwent removal of mesh and bladder stones on (B)(6) 13 due to erosion of mesh into bladder. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and monnarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.